Event description:
It was reported that the ventilator generated alarm indicating high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#:(B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the nozzle units were cleaned which solved the issue. No parts have been replaced and no log files have been provided. The plastic nozzle unit contains a valve diaphragm. The valve diaphragm, controlled by the inspiratory solenoid, regulates the gas flow through the gas module. The complete plastic nozzle unit must be replaced during preventive maintenance. Our conclusion is that the nozzle unit was the cause of the failure. However, the root cause to the reported issue has not been established in this investigation. The UDI information is not available since the device was manufactured before the implementation of UDI numbers in manufacturing.